Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer's phone was dropped before any further information or troubleshooting could take place.